Event description:
Reference MFR. Report number: 3006705815-2019-02139.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-02139. It was reported that one of patient's scs leads eroded through the skin. Additional information received, that patient went to urgent care and the wound scabbed over the lead and issue is resolved. Patient reports no fever or infection. It is unknown which lead is liable so both leads are reported.